Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose level was 400 mg/dl. Customer reported that the no delivery alarm was resolved by an infusion set change. Customer had woken up with diabetic ketoacidosis. Customer was taken to the hospital by a friend. Customer was treated with an insulin drip and stabilized. Customer was wearing the pump at the time of the emergency room visit. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.